Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. A fault in the continuity of the pump to controller electrical connection triggers the controller fault alarm. The fault could be in the pump, driveline and connector or within the controller. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU instructs that the decision to change the controller should be based on the analysis of the controller log files, the frequency of the alarms, whether the alarm resolved, the occurrence of other alarms, whether associated with changes in pump speed, flow or power and the patient's condition. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from a vad coordinator that while a patient was being seen in the clinic, he experienced a controller fault alarm that would not clear. A preliminary review of the controller log files confirmed the controller fault alarm. The device was exchanged with no reported patient consequence.

Manufacturer narrative:
Additional information provided by the mechanical circulatory support coordinator on 10/3/2016 indicated that the controller had not been dropped or sustained any damage. The patient was in a dry environment and was not doing any activities prone to static electricity. There was no open port on one of the power connections at the time of the alarm. It was further stated that the event was not associated with any other controller alarms or vad stops. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The controller was returned for evaluation. The reported event was confirmed via functional testing.  Analysis of the device revealed that the controller passed visual examination but failed functional testing due to a "controller fault" alarm. The controller was able to start and run a motor fixture, however, the power and flow values were not displaying as expected. Internal inspection of the controller did not reveal any damage that may be related to the reported event. Log file analysis revealed a controller fault alarm of type sys_uic_dataflash_fail and sys_uic_default_parms on (B)(6) 2016. The type of controller fault alarm that was triggered indicates that a data-flash memory corruption had occurred in the user interface controller (uic), which is the main integrated chip responsible for the operations of the controller. The controller's calibration values, which are utilized to calculate the power accurately was lost, and resulted in the inability of the controller to estimate flow. The most likely root cause of the reported event can be attributed to a corruption of the user interface controller's data flash memory. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.